Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to the suture exposed prior to use include, but are not limited to, user mishandling during removal of device from packaging or accidental removal/ manipulation of device, i.e. Suture, lever, or foot, prior to insertion. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that closure of an unspecified access site was attempted using a prostyle device. Reportedly, the perclose was opened and the suture was found to be curled up outside the perclose. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated.